Event description:
This is an event of a pt admitted in 03/2006, diagnosed with a thalamic stroke at a different facility in 02/2006. On MRI it wwas noted that the pt had a high-grade basilar stenosis. A diagnostic angiogram was performed on 03/10/2006, which showed severe basilar stenosis and was subsequently treated on 03/11/2006, with angioplasty and wingspan stenting. During the treatment, following the second balloon angioplasty deflation, it was noted that there was a 40mmhg elevation in the pt's blood pressure from baseline. Angiography revealed contrast extravasation from the basilar artery. The pt's systemic heparinization was immediately reversed and the balloon removed from the pt, maintaining the guidewire in place. The wingspan stent system was delivered without difficulty across the region of the previous stenosis and across the region of the contrast extravasation. Post stent placement angiography demonstrated significant reduction in extravasation from the basilar artery, although there continued to be a significant amount of opacification in the interpendicular cistern. The decision was made to tamponade the basilar artery. A hyperglide balloon was introduced into the pt ans was advanced into the right posterior cerebral artery. The balloon was then inflated in the basilar artery, resulting in tamponade. The balloon was inflated for approx one minute and then deflated; angiopraphy demonstrated no further contrast extravasation. The stenosis was noted to be completely resolved. There was no evidence of irregularity in the basilar artery, suggesting a persistent dissection or pseudoaneurysm. Branch vessel examination revealed no evidence of thromboembolic complications. Further inspection of the vessels over the course of 5,10 and 15 minutes, post angioplasty, revealed no evidence of persistent contrast extravasation or thromboembolic complication. The angiographic catheters were removed from the pt, verifying that there was no injury to the vertebral artery origin. The femoral artery was closed using the starclosure device. Evoked potentials remained stable throughout the entirety of the procedure. The pt remained intubated and taken to the CT scanner and then taken to the intensive care unit in stable hemodynamic condition. Unfortunately the pt's neurological status never improved, following anesthesia. It was determined that the pt suffered a brainstem stroke during the hosp course. The family elected to withdraw care based on the pt's poor neurological status and improvement was unlikely. Care was withdrawn in 2006, and the pt expired.